Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was high. The customer closed out the alarm and resumed insulin delivery. No further occlusion alarms were received. As the occlusion alarm had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the alarm.